Manufacturer narrative:
H6. Patient codes updated. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was scheduled for an artificial urinary sphincter (aus) replacement surgery since upon scoping, the urethra was found with multiple problems such as strictures, weak and unhealthy look. The urethra was not unhealthy due to device. The procedure was aborted after doing a flexible cystoscopy. The surgery has not been rescheduled yet.

Event description:
It was reported that the patient was scheduled for an artificial urinary sphincter (aus) replacement surgery. Upon scoping, the urethra was found with multiple problems such as strictures, weak and unhealthy look. The urethra was not unhealthy due to device. The procedure was aborted after doing a flexible cystoscopy. The surgery has not been rescheduled yet.